Event description:
It was reported that during a transcatheter aortic valve procedure, a transcatheter aortic valve evfxplus-34 was intended to be implanted in a patient with a severely calcified annulus measuring 25x28mm. A pre-implant balloon aortic valvuloplasty was performed using a 24mm balloon. Three deployment attempts were made; however, the valve was unable to be implanted in an adequate position, and the valve dislodged to the left ventricular outflow tract. After the third attempt, the valve was withdrawn and replaced with another manufacturer's valve. No patient complications have been reported as a result of this event. Additional information was received indicating that a non-medtronic safari guidewire was used during the procedure and the deployment starting point was at the bottom of the pigtail catheter. The implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 3-5 mm prior to valve dislodgement and was 14-16 mm after valve dislodgement. It was stated that the patient's severely calcified annulus was not a contributing factor to the dislodgement.

Manufacturer narrative:
Additional information: b5 (second paragraph) and d4 (UDI #). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, a transcatheter aortic valve evfxplus-34 was intended to be implanted in a patient with a severely calcified annulus measuring 25x28mm. A pre-implant balloon aortic valvuloplasty was performed using a 24mm balloon. Three deployment attempts were made; however, the valve was unable to be implanted in an adequate position, and the valve dislodged to the left ventricular outflow tract. After the third attempt, the valve was withdrawn and replaced with another manufacturer's valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.